Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states

Event description:
It was reported via phone call that their insulin pump alarmed pump error indicating hardware low level failures. Customer's blood glucose was unknown at the time of the incident. It was reported that the customer changed the battery and the insulin pump occurred again. It was also reported that self-test was performed and the insulin pump received pump error twice. There was no indication that issue was resolved. The insulin pump will not be returned for analysis.